Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported by the patient 's attorney that allegedly the patient underwent left total hip arthroplasty on (B)(6) 2007 and was implanted with a 36 mm +5 lfit anatomic v40 femoral head and an accolade tmzf hip stem. The patient was revised on (B)(6) 2021 due to head disassociation.